Manufacturer narrative:
This follow-up is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. On visual inspection, there were minor scratches consistent with normal wear and use. Also noted was that there was a piece that fractured off the tip of the elevator; the complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the instrument experiencing force in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator broke during a procedure. No adverse events have been reported as a result of the malfunction.